Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two control medications fell in device chassis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the medication was fell into the device chassis. A field service engineer (fse) assisted the customer in locating the lost medication and found it lodged behind the back panel. No further issues were identified. The system functioned as intended after field service engineer assisted the customer to resolve the issue.